Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned product consisted of the watchman access system (was) with the related watchman delivery system loaded inside the sheath of the was. The devices were bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed kinks in the sheath located 1 cm, 72 cm and 75 cm from the tip of the device and tip damage (delamination). The tip damage (delamination) was visible with a portion of the delaminated inner liner protruding out from one of the tip side holes. Lab investigation revealed a large kink located inside the strain relief portion of the device. Functional testing could not be done due to the damage to both the complaint and related devices. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06242. It was reported recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and then a 30mm watchman® laa closure device & delivery system (wds) was advanced. The closure device was positioned and deployed, but required recapture. However, the device could not be recaptured completely into the sheath. The devices were removed. They opted to not complete the procedure. There were no patient complications reported. The patient¿s condition was fine.

Manufacturer narrative:
Describe event or problem : updated. (B)(4).

Event description:
It was further reported that the physician was recapturing the device because it was too proximal. There was one partial recapture prior to the physician attempting the full recapture.